Event description:
Customer reported via phone, the buttons on the insulin pump were not responding. Customer's blood glucose was 105 mg/dl. Customer carries the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer declined to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.